Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The reported worsening mitral regurgitation appears to be related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, concomitant medical products: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that during a mitraclip procedure that took place on (B)(6) 2016, was to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips (50812u151, 50812u149) were implanted, reducing the mr to 1+. On (B)(6) 2018, it was reported that one of the clips detached from the posterior leaflet and remained attached to the anterior leaflet (slda). It is unspecified what the mr grade had increased to; however, there was no damage noted to the leaflets. No treatment has been performed at this time. No additional information was provided.